Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7087117.

Event description:
It was reported that prior to the trial procedure, the patient had a foot drop and weakness in the right leg. Following the procedure, the patient had experienced pain, numbness and increased weakness in the right leg. The physician believed that patient's symptoms were device related. The patient went to the emergency room, got admitted, and had the leads pulled. The weakness and pain improved while being admitted, and the patient is reportedly doing well. The trial leads were discarded and will not be returned.